Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reds1263 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported leakage from proximal valve, catheter filled with blood and has to be taken away and be replaced with a new one. No other information provided.

Event description:
It was reported leakage from proximal valve, catheter filled with blood and has to be taken away and be replaced with a new one. No other information provided.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of backflow was inconclusive due to the sample condition and because clinical conditions could not be replicated. One 4fr s/l powerpicc solo was returned for investigation. The tubing had been cut to length at the 41cm depth mark. No damage or defects were observed on the solo valve. A functional test revealed that the catheter was occluded with what appeared to be blood residue. After the blood residue was ejected from the catheter, the lumen was patent to infusion and no leaks were observed in any part of the catheter. It could not be verified that the blood residue in the lumen was a result of blood reflux. One of the benefits of the proximal (solo) valve is to reduce blood reflux compared to open-ended catheters. It was reported that catheter filled with blood. It is unknown what caused the blood reflux to occur. Since the clinical conditions could not be replicated, the complaint was inconclusive. No further action is required because the reported event could not be related to a deficiency in product manufacture or deficiency while under correct product use. A lot history review (lhr) of reds1263 showed one other similar product complaint(s) from this lot number.